Event description:
Post operative x-ray revealed displaced hardware after t10 - s1 instrumentation. At s1, the head and locking cap came off the rod and the contralateral s1 construct detached from the rod. Pt underwent removal and revision of hardware.

Manufacturer narrative:
The device history record was reviewed and shows no discrepancies associated with this complaint. Device was returned in assembled condition. Visually obvious damage to the dovetail feature of the body but damage did not impede a function check of the dovetail. The pangea sleeve moves within retension slot of body as required. Outside diameter of the body was measured and found to be within spec. It is not possible to determine if this damage contributed to the rod slippage or head pull-off of adjacent implants. The mechanical strength of the pangea design is adequate under normal forces of the spine.